Event description:
User facility reported: while performing a first case angiography, using the acist angiographic contrast injector, a saline motor malfunction (over torque) error message occurred. When the staff stopped injecting the contrast, contrast slightly leaked via the catheter into the pt. The staff replaced the disposable kits to prepare for the second angiography. At the beginning of the second case, when they tried to do a saline flush, a saline motor malfunction (over torque) error re-occurred. The staff stopped using the acist system and re-started the procedure using a 3-way manual manifold. There was no reported averse health consequence to the pt.

Manufacturer narrative:
Further investigation: hospital discontinued use of the acist angiographic injection system in 2007 and returned the system. The system is being returned to acist for investigation, but has not been received as of this report date. Upon completion of the investigation, a supplement report will be submitted.